Event description:
The customer reported generation of false low sodium (na) and chloride (cl) patient results and quality control (qc) issues on the dxc 600i clinical chemistry analyzer. The customer repeated the sample on another system and obtained results considered correct by the customer. The erroneous results were not reported outside the laboratory. The customer did not provide patient demographics, and the exact number of patients affected is unknown. There was no report of change to treatment, injury, or death associated with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the unicel dxc 600i synchron access clinical system. The fse found the modular chemistry (mc) sample probe was partially clogged. The fse replaced the mc sample probe to resolve the issue. Performed verification tests successfully without further issues. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4).